Event description:
It was reported that this left ventricular (lv) lead experienced a rise in impedance (not an abrupt change). The patient presented with myocardial activity on the lv but the myocardial activity was oversensed twice, causing the lv to inhibit. The plan is to bring the patient in for reprogramming. No adverse patient effects were reported. This device remain in service.